Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in moderately tortuous and mildly calcified superficial femoral artery (sfa). A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation and was initially inflated at atmospheres for less than 30 seconds. However, during the second inflation at 15 atmospheres for 30 seconds, the balloon was ruptured. The procedure was completed with different device. There were no patient complications nor injuries reported.